Manufacturer narrative:
Weight-ethnicity: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens, -13.50/1.50/74 (sphere/cylinder/axis), tore/broke during injection/delivery into the eye. There was no patient contact. The backup lens was implanted and the problem resolved.

Manufacturer narrative:
Weight-ethnicity: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens, -13.50/1.50/74 (sphere/cylinder/axis), tore/broke during injection/delivery into the eye. There was no patient contact. The backup lens was implanted and the problem resolved.